Event description:
The patient reported that she attempted to prime the infusion device when insulin leaked into the infusion device insulin cartridge compartment. The patient then reported that the infusion device display was affected and was showing partial letters/numbers. No physiological affects were reported. No medical attention was required. The product was requested to be returned for evaluation.